Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple "high" blood glucose levels; bg cause was not known. No additional information was received regarding the event.